Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the spring wire guide (swg) kinked. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc with multiple components. The guide wire and the introducer needle will be observed as part of this complaint investigation. Signs-of-use in the form of dried biological material was observed on the guide wire and the guide wire tubing. Visual analysis revealed that the guide wire was kinked/bent directly adjacent to the distal j-bend. This bend caused the j-bend to be slightly misshapen. Microscopic examination confirmed the bend and revealed that the proximal and distal welds were secure and intact. The kink/bend in the guide wire measured approximately 18mm from the distal weld. The total guide wire length measured 686mm, which is within the specification limits of 679mm-687mm per the guide wire graphic. The guide wire diameter measured .798mm, which is within the specification limits of .788mm-.826mm per the guide wire graphic. A lab inventory arrow raulerson syringe (ars) was attached to the introducer needle provided by the customer. The guide wire was then passed through this subassembly. Little to no resistance was observed. A manual tug test confirmed that the proximal and distal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit cautions the user, "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested". The IFU also warns, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked/bend directly adjacent to the j-bend. The guide wire met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the sample received and the report form the customer, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the spring wire guide (swg) kinked. Another device was used.